Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing (pptwos). The oversensing was noted on a stored electrogram (egm). No patient consequences were reported. No intervention was performed, the patient would continue to be monitored.

Event description:
New information notes that the patient presented remotely on (B)(6) 2021 with another episode of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.